Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in stimulation with movement of their head. Reprogramming was unable to restore pain relief. X-rays confirmed lead movement with extension of the patient's head and neck. A revision procedure was completed to reposition the leads and restore therapy.

Manufacturer narrative:
The evoke 12c percutaneous lead kit is still in use. The lead's positioning and movement contributed to the reported stimulation change. Without the return of the device, it is not possible to reach a definitive root cause for the lead movement. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed. Product met all requirements for release.